Event description:
During a post dilatation of a subclavian, the balloon burst at 12 atmospheres. The report rec'd from the field indicated that, during post dilatation of a wall stent within a subclavian vein, the balloon burst at 12 atmospheres and fragmented. The physician used a snare to retrieve part of the balloon. Under fluoro, he noted the radiopaque distal marker band within the vessel and used the snare again to retrieve it. There was no report of pt injury or complications.